Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio delivery system. During implant, the second disc was "unable to open through the first deployment." The first disc was opened in the left atrium (la), however the physician was unable to deploy the second disc in the right atrium (ra) due to a cobra deformation. The occluder was never released from the delivery cable while inside the patient. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The device was exchanged for a new 24mm amplatzer septal occluder, which was successfully implanted with no complications. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system. A 10f delivery sheath was used with the device, which is larger size than the recommended (9f delivery sheath) per the instruction for use. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. Images received appeared to show device deformed in cobra shape outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.